Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported experience and patient effects could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
User facility medwatch (B)(4) was received containing the following information. Event desc: patient had angio with right groin access. Perclose deployed and failed; unable to feel pulse to right foot. X-ray shows possible obstruction to particle in rle. What was the original intended procedure? Device should have closed the artery without occluding artery. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information.